Manufacturer narrative:
(B)(4). Evaluation results: migration, endoleak. Disease progression of the aortic neck. Evaluation conclusion: disease progression of the aortic neck.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 20 months ago. Aneurysm and vessel morphology from the time of implant are unknown. The patient presented with severe peripheral vascular disease and during this surveillance he was found to have renal artery stenosis, superficial femoral artery disease bilaterally and a popliteal artery aneurysm on the right. Nine months ago a CT scan of the abdomen showed that the abdominal aorta at the level of the renals was 3.2 cm (previously measuring 3.4 cm) in diameter. The mid-infrarenal abdominal aorta diameter was 5.0 x 5.2 cm (previously 4.9 x 5.2 cm) and the distal infrarenal abdominal aorta diameter was 4.5 x 5.2 cm (previously 4.7 x 5.3 cm). The distal right common iliac artery diameter was 1.6 cm (previously 1.5 cm). It was reported that the patient has virtually no aortic neck currently. The proximal portion of the device is 4 cm below the renals. There is no seal zone in which to place an aortic cuff. The patient is scheduled for an endovascular procedure in 9 days the type of which is to be determined in the upcoming days. No additional clinical sequelae reported, and the patient is fine.